Event description:
The pt was experiencing pain (location of symptoms not reported). A computerized tomography scan revealed that the catheter was disconnected from the pump. The pt was referred to a surgeon. The pt status was reported as "good". Additional info has been requested. A follow-up report will be submitted if additional info becomes available.